Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing noise signals while they were polishing a fry pan. Subsequently, the patient was brought into the clinic for further evaluation and isometric maneuvers. Isometric maneuvers were able to replicate the observed noise. Subsequently, the device was reprogrammed. It was reported that a couple days later, the patient received another inappropriate shock while polishing a fry pan. Ultimately, the patient was brought back into the clinic where device optimization was performed. At this time, the device system remains in-service. No adverse patient effects were reported.